Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 959 mg/dl. The customer states they were sent the wrong infusion set. Customer was admitted into north suburban medical center on (B)(6) 2017 at 8:30am. The customer treated with IV. Troubleshooting was not performed. The product was not returned for analysis.